Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a calibration error, lost sensor and high blood glucose readings. The customer had high blood glucose readings of 324 mg/dl and 400 mg/dl. The customer's current blood glucose was 146 mg/dl. Troubleshooting was completed. The customer will monitor the insulin pump and call back if issues continue. Nothing further reported.